Manufacturer narrative:
The complaint was dispatched to the field service engineer (fse) department on the 18th of october 2016 for further investigation. The fse conducted follow-up with the customer over-the-phone to address the reported event . Fse ordered a sample nozzle for th e customer to replace. Customer replaced the sample nozzle and verified proper alignments. Customer indicated that the instrument is functioning as intended. No further action required by the fse. The most probable cause of the reported event was due sample nozzle. Tosoh bioscience, inc. Is submitting on behalf of the foreign manufacturer, tosoh corporation, per exemption number e2017013. This report is being submitted due to a retrospective review conducted under CAPA-2017-0007. Submission of this report does not constitute an admission that the importer or manufacturer's product caused or contributed to the event.

Event description:
On (B)(6) 2016 the customer reported error 2012 air detected [diluent] on their aia-360 instrument. Customer performed prime diluent procedure and the error persisted. The technical support group (tsg) suggested to the customer to run samples in primary tubes and sample cups prior to resulting. A field service engineer (fse) was dispatched to address the reported event, which resulted in delayed reporting ctni 2, ckmb and bhcg patient results. There was no indication of patient intervention or adverse health consequences due to the delay in reporting.